Event description:
Reporter alleged obtaining a discrepant blood glucose of about 130 mg/dl on the compact system compared back to back with a result of about 80 mg/dl on her doctor's meter when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Customer reported that she no longer has the suspect strips and so no product will be returned for evaluation.